Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The random nature of the events stored in the memory and the 10-minute timeouts, would suggest the device was switching on automatically. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Devices switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Devices switching on automatically. There was no patient involved in this event.